Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's blood glucose (bg) values reached 340 mg/dl. The patient reported being unable to hear the low reservoirwarning, even with the volume all the way up.